Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), ubd: , UDI #: (B)(4). H3: analysis of the device is not completed as of the date of this report, a follow-up report will be submitted once the analysis gets completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system had an error message "the cable connection has detected an over power event". This error cannot be acknowledged as long as the cable is plugged into the device. After the cable has been disconnected from the device, the error can be acknowledged again. In addition, the patient interface unit no longer connects to the device both via bluetooth and wired , the interface of the nim vital can no longer be loaded and won't charge. There was no patient impact.